Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database did not show any other reports against the provided product and lot combinations. Repeated attempts to obtain the complaint samples proved unsuccessful. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient presented with pain in shoulder. On arthroscopic examination, a loose glenoid component was noted, revision was done.